Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate anti-tachycardia pacing (atp) and five inappropriate shocks due to supraventricular tachycardia. Technical services (ts) recommended to increase rate cutoff above 185bpm. At this time, this crt-d remains in service, patient is traumatized and is afraid to exercise. There were no additional adverse patient effects reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate anti-tachycardia pacing (atp) and five inappropriate shocks due to supraventricular tachycardia. Technical services (ts) recommended to increase rate cutoff above 185bpm. At this time, this crt-d remains in service, patient is traumatized and is afraid to exercise. There were no additional adverse patient effects reported.